Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump kept alarming motor error for two weeks. Customer stated he does use the sensor and his blood glucose levels have been high. Customer's current blood glucose was 121 mg/dl. Customer stated the motor error occurred while customer was asleep. Customer stated, the device was not dropped or wet, when asked if customer recalled any significant events that may have caused the device to alarm. The device was not exposed to an MRI. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.